Event description:
It was reported that a vial-mate's blister packaging was loose on the backside of the paper. This malfunction was identified during set-up. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was returned for further evaluation. Visual inspection of the device confirmed the reported condition. The backing paper was detached from the clear blister and was undamaged. It was evident that there was no strong bond between the blister and the backing paper. The cause of this issue was related to a manufacturing process issue. A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4). Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted.